Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found. H3 investigation summary: according to the information received, the xc200 cartridge reported clip/suture hold error. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received with one open foil and a reload with three clips loaded. However, tone clip was moved inside of the cartridge, due to improper handling of the clips. The clip moved was accommodated in the cartridge and the loose clips were manually loaded on a test device and tested for functionality. Upon functional testing of the clips, the instrument loaded, retained, and deployed 4 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigation summary: according to the information received, the xc200 reload reported clip/suture hold error. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the xc200 cartridge (b) was received opened with three clips loaded and with no apparent damage. In addition, a open foil was received along with the sample. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed the clips as intended over the suture. The clips were fully functional and conforming. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture clip was used. During the procedure, the device could not clip on the suture properly. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: ¿ what suture type was used? ¿ what suture size was used? ¿ when the event occurred, was the suture placed near the hinge of the clip? ¿ were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? ¿ was the applier checked for damage (jaws straight and aligned)? ¿ what was the surgical procedure involved? ¿ was this a robotic procedure? ¿ if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? A manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.